Manufacturer narrative:
The reported event of the stylet could not be removed from the lead was confirmed. As received, a complete lead was returned in one piece with the stylet stuck in the lead. Visual inspection found bunching of the inner coil at the connector region. The polytetrafluoroethylene (ptfe) coating of the stylet was observed to be stripped and found distal to the connector pin. The cause of the reported event was isolated to the stripped ptfe coating from the stuck stylet and the bunching of the inner coil at the connector region consistent with damage occurring during procedure while attempting to remove the stylet from the lead.

Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient is in stable condition.